Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 41 mg/dl. The customer¿s other blood glucose were 99 mg/dl, 68 mg/dl, 135 mg/dl, 89 mg/dl, and 102 mg/dl. The customer was treated with food. The customer was stating that the blood glucose was fluctuating up and down. The customer was experiencing low blood glucose for since last night. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was does not allege that the insulin pump was over delivering. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer were able to clear the alarm(s) and were able to rewind the pump. The insulin pump passed the displacement test and the self test. The customer stated that the insulin pump was neither dropped nor bumped. The customer stated that the alarm occurred during basal delivery. The customer stated that the pump error did not occur during rewind. The customer was advised to change out entire infusion set. The insulin pump will not be returned for analysis.